Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol is 21.6 ml, rate is 1.5 ml/hr, given is 47.4 ml. No air detected. Patient not affected. No further information available.